Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: instability and laxity of surrounding muscles was found due to necrosis, as well as metal staining and black material related to corrosion at the apex of the head. The shell was well fixed but explanted as it could not provide stability. Surgery was 5 1/2 hours long to reconstruct muscles and increase stability. Zimmer liner and competitor cup and liner implanted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02814, 0002648920 - 2021 - 00301, 0002648920 - 2021 - 00302.

Event description:
It was reported by patient's legal counsel left tha performed. Subsequently developed a dislocation of left hip, with 3-4 additional dislocations leading to instability. Revision of left hip performed 5 years post implantation. Surgeon noted necrotic muscle damage and corrosion. Well-fixed shell explanted and new head/liner and shell placed along with reconstruction of muscles to increase left hip stability. Attempts have been made and additional information on the reported event is unavailable at this time.